Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronics assembly also, moisture damage was found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify frozen screen due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was between 190 mg/dl and 200 mg/dl. Customer was not able to continue troubleshooting due to frozen display screen. Customer did not have supplies and had not worn insulin pump in seven days. Customer reported that when she started back on insulin pump, the display screen was foggy and buttons were not responding. Customer reported that insulin pump may have been exposed to moisture from wearing in bra. Customer was advised that insulin pump would need to be replaced.